Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel breast implant 350cc gel prosthesis, catalog: 3507300bc, lot: 5551022. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel prostheses. Bilateral rupture of the breast prostheses was diagnosed post procedure through an MRI. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 570cc gel prostheses on (B)(6) 2018. This report is for the left breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with a cloudy appearance. Brown material was observed within the device. Brown material and gel were observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view. An area of separated material measuring 10.0 by 10.0 cm was discovered on the posterior view extending to the anterior. Microscopic examination of the separated material edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the separated material and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since an area of separated material was found on the device. Nonetheless, a microscopic examination of the separated material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown material observed. The device history record (DHR) of lot number 5546076 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/28/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Also on 7/10/2018, mentor received additional information: date of birth: (B)(6). (B)(4)